Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device change out procedure, the pulse generator exhibited loss of output. The device was replaced. No patient symptoms were reported.